Manufacturer narrative:
The device was returned and evaluated. The device could not be associated with the alleged event. (B)(4).

Event description:
Consumer was allegedly doing the dishes in her kitchen and woke up in the hospital. Consumer does not remember what happened. Her son found her lying on the floor with a head injury. Scooter was not tipped over.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer was allegedly doing the dishes in her kitchen and woke up in the hospital. Consumer does not remember what happened. Her son found her lying on the floor with a head injury. Scooter was not tipped over.